Manufacturer narrative:
The root cause of this incident was user error as they did not set up the table correctly. They did not have it turned on, which is required for use and to allow them to check the functionality and the lock status, indicated by the three blue lights prior to transferring the patient. Training was completed by the local regional sales specialist on (B)(6)2020 at the affected account within the health system.

Event description:
It was reported the patient was transferred when the bed was powered off. The bed was not level, and without the power on the hand pendent wouldn't work. They unlocked the rotation knob and pushed the 180 degree unlock switch, however the bed was still off so the locks did not disengage. They then turned on the table and the locks released which caused the top to rotate and the patient to fall on the floor. They were not using a safety strap at the time of the incident.

Event description:
It was reported the patient was transferred to the 5803 when the bed was powered off. The bed was not level, and without the power on the hand pendent wouldn't work. They unlocked the rotation knob and pushed the 180 degree unlock switch, however the bed was still off so the locks did not disengage. They then turned on the table and the locks released which caused the top to rotate and the patient to fall on the floor. They were not using a safety strap at the time of the incident.